Manufacturer narrative:
Discharging and readmitting the patients resolved the issue. A spacelabs fse was dispatched onsite on (B)(4) 2017 and confirmed the reported problem. Findings show that the problem was isolated to the telemetry receiver housing. The connection was lost between the telemetry receiver and the central monitor, and rebooting the telemetry receiver housing resolved the problem. There have been no reports of recurrence. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, the ECG waveform data for eight telemetry patients on three central monitors was replaced by the telemetry squelch pattern. No one was injured as a result of this event.